Manufacturer narrative:
Additional information: d4, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging during use.

Event description:
On 08/20/2025, it was reported by a sales representative via sems-07039666 that an 8124-026 cn lock screw would not lock onto the plate. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.